Event description:
Kimberly-clark received a report stating, 'everything works great when in stim and motor modes, but when switched to the lesion mode the machine notes a temperature warning. The physician had to abort a procedure because after lesion one level, the machine kept indicating a temperature problem. It didn't matter which probe was used or which port it was plugged into (a,b,c, or d).' Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The review of the device history record was not completed as the returned device showed no failure. Kimberly-clark received the device for evaluation. The cable performed as expected in all tests for continuity, capacitance and functional testing with pmg(generator) and no failure was detected. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.